Event description:
The healthcare professional reported 1 incident of the transfer set coming loose from the catheter and 1 incident of a pinhole leak on the tubing of the transfer set. The patient was treated with prophylactic antibiotics with no resulting infection. There is no patient injury reported by the healthcare professional.